Event description:
Infection, pelvic abscess. Info was rec'd in 2001 which indicated that a pt developed infection after an ileo anal pull through procedure for crohn's disease in which seprafilm was placed. The seprafilm sheets used were from the seprafilm procedure pack, lot number not specified. Re-operation was required in which no bowel perforation was noted. The reporter stated there was no pathological explanation for this infection. The surgeon identified seprafilm was a possible cause. Additional info rec'd in 10/2001 from the reporter indicated that a more likely reason for the infection was non-compliance with bowel prep by the pt. Add'l info rec'd 8 days later from the reporter provided: the pt underwent surgery in 2001. 22 days later, a pelvic abscess was noted and the pt was treated with antibiotics. The lot number was requested but not provided.